Event description:
The physician was treating a popliteal artery aneurysm with a 7x15 viabahn device. The physician used an ipsilateral femoral access with a 035 amplantz guide wire. No fluoroscoy or x-ray was used while deploying thedevice. The physician felt resistance while pulling the deployment string. The fsa recommended using fluoroscopy ot access the situation but the physician continued to try to deploy the device. After some more effort the physician was able to fully deploy the device. Fluoroscopy wasused to check the position of the device and it was realized that the device had folded over in the aneurysm and had turned partially around. The physician was unable to remove the sheath or device so a cut down was performed directly above the device to remove the device. After the artery was sutured, the physician attempted to implant another viabahn device. This device was a 7x15 viabahn, using the same access site with a new wire (same size). The device was successfully deployed and the patient was doing fine following the procedure.